Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a merlin transmission revealed non-sustained right ventricular oversensing episodes that actually looked like a lead noise problem. The patient returned to the office and noise could be reproduced during an interrogation. The patient mentioned falling down on the device pocket while at home. The lead was disconnected from the device and reconnected and interrogated. The patient was discharged and there have been no more issues seen on merlin.